Manufacturer narrative:
Qn# (B)(4).

Event description:
The customer reports: the guide has a poor quality because when they remove the catheter guide it breaks, and about the dilator, was very big and present difficulties for the insertion.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer did return an unopened representative sample for kit cu-25122-f. The spring wire guide (swg) and dilator will be used for this investigation. Visual examination of the representative sample did not reveal any defects or anomalies. The spring wire guide outer diameter and the dilator inner diameter were measured and were found to be within specification. The returned dilator was functionally tested by first passing the returned spring wire guide through the dilator. No resistance was observed. The returned spring wire guide was also passed through the catheter body. No resistance was observed. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user "use dilator to enlarge site as required". The IFU also warns "do not leave dilator in place as an indwelling catheter to minimize the risk of possible vessel wall perforation". The customer report of a spring wire guide and dilator resistance could not be performed by complaint investigation. The actual complaint sample was not returned, and the representative returned spring wire guide and dilator passed all visual and functional testing. A device history record review was performed with no relevant findings. As there were no issues with the returned representative sample and the actual complaint sample was not returned for investigation, the probable cause of this complaint issue is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: the guide has a poor quality because when they remove the catheter guide it breaks, and about the dilator, was very big and present difficulties for the insertion.